Manufacturer narrative:
Upon device return and inspection, it was observed that the guidewire lumen was no longer attached to the tip of the spline array. Due to the guidewire lumen detachment the catheter could not be deployed for functional testing. Based on the available information, boston scientific's investigation determined that the cause of the deployment difficulties was due to the guidewire lumen becoming detached from the tip of the spline cage during the procedure. This detachment prevented the deployment of the spline cage into the flower configuration.

Event description:
A farawave catheter was selected for a pulse field ablation procedure, during preparation at the very beginning of the case all recommended procedural steps were followed. During catheter positioning in left atrium, rspv in flower configuration, the catheter suddenly lost deployment. After that, it was not possible to deploy the catheter. The physician removed the catheter outside of the patient body for inspection. It was noted that the central lumen of the catheter is missing. After that we retracted the wire few timed inside and outside of the catheter. In one moment, central lumen was pushed out. The physician is decided to call off the procedure. I would like to point out that the patient was not harmed or in danger during the troubleshooting period. This event is being reported for aborted/cancelled procedure with a patient under sedation. The catheter has been received for analysis.

Event description:
A farawave catheter was selected for a pulse field ablation procedure, during preparation at the very beginning of the case all recommended procedural steps were followed. During catheter positioning in left atrium, rspv in flower configuration, the catheter suddenly lost deployment. After that, it was not possible to deploy the catheter. The physician removed the catheter outside of the patient body for inspection. It was noted that the central lumen of the catheter is missing. After that we retracted the wire few timed inside and outside of the catheter. In one moment, central lumen was pushed out. The physician is decided to call off the procedure. The procedure was completed without any other issues. I would like to point out that the patient was not harmed or in danger during the troubleshooting period. This event is being reported for aborted/cancelled procedure with a patient under sedation.